Event description:
Procedure type: sigmoidectomy. According to the reporter: the device just stapled but did not cut. Another eea28 was used in order to finish with the surgery. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).